Event description:
Sternum blade not stay formally attach to saw during surgical procedure.

Manufacturer narrative:
Customed receives finished packaged sternum saw blade from ams, inc. And includes in one customer pack, cat. No. 900-170, for cardiovascular surgery. Stryker-type sternum saw blade lot #051104g was included in 900-170 lot #106102159 manufactured in october/2006. This blade is designed to be used in system v equipment, but hospital electrical equipment wasn't available, so they used system ii equipment, which although should fit is much older. The system ii has been sent to biomedical lab for checking. Customed has sent one sample of affected blades to american medical specialties for evaluation. Manufacturer confirms that blade meets specifications and hospital confirms that incident only occurred when using older pneumatic equipment.